Event description:
Per the physician the electrode was over inserted during the original surgery. The patient underwent revision surgery in 2008 to reposition the electrode. Per the audiologist, the patient is doing well.

Manufacturer narrative:
Implanted device remains.